Event description:
It was reported that during the use of the product, leakage of medical fluid from the connector was observed. It is not certain if leakage had already occurred when medical fluid was being filled up prior to the use of the product. It was additionally reported that the tip of the tube was slipping out of the cassette during patient use and the drug solution was leaking directly from the yellow connector. No patient injury was reported.

Manufacturer narrative:
The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product photo was received for evaluation. Visual inspection found leakage of fluid at the tube and luer connection. The reported failure mode is confirmed. No other analysis was performed. The root cause of the issue could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).